Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and the reported difficulty to position and difficulty to remove were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only and should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter may result in stent damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the distal right coronary artery. The 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, the device was unable to cross. The sds was removed and a guide catheter extension was used to provide support. The xience alpine was re-advanced; however, there was resistance noted between the xience alpine and the guide catheter extension. The sds was able to exit the distal end of the guide catheter extension, but was still unable to cross the target lesion. During attempts to pull the sds back into the guide catheter extension, the sds became stuck. The proximal stent struts were flared. No additional attempts were made to remove the sds from the guide catheter extension, and the guide catheter extension was removed separately. The xience alpine sds was then removed with the guiding catheter as a single unit. An unspecified stent delivery system was then used, with the same guide wire, guide catheter and guide catheter extension, without issue. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.